Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported that they have not been able to charge their ins for over a month because they have been getting the poor communication screen on their recharger. Pt thought the issue was with the belt and was sent a replacement belt last week, but the replacement belt did not resolve the issue. Patient mentioned that they had a head injury, so they are not good with keeping up with things. Patient said they last charged their implant about 2 months ago or so, and then their back started hurting again about 3 weeks ago. Technical service specialist reviewed possible overdischarge with patient. Pt got escalated after overdischarge was discussed and said "you are not trying to help me and pt said they wanted to hang up." The patient was redirected to their healthcare provider to further address the issue. Patient does not have a managing healthcare provider. Pt mentioned they are not taking pain medication any longer. Additional information from the patient indicated that they do not believe its been over 1 month. They stated that the stimulator has never worked with all "channels." They stated that only 2 worked, and the manufacturing representative was "short" on the phone with then so they ended the call. No further troubleshooting was done. The patient stated that they are just suffering, and no actions have been taken to resolve the issue. They do not want another replacement at this time.